Event description:
The customer contact reported the patient received more medication than intended. At 1045, in the post anesthesia care unit, the pump was programmed to deliver morphine 5mg/ml, in the pca only mode, with a 2mg pca dose, a 6 minute patient lockout, and 10mg 1 hour dose limit. The customer contact reported that at 1138, a 2mg patient initiated delivery was initiated. After approximately an hour, the customer contact reported the nurse went to "clear the pump" and noted the display indicated 10.8mg had been delivered which had exceeded the 10 mg 1 hour dose limit. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.